Event description:
The pt stated that her first pump worked. Following pump replacement, she never had a therapeutic effect; she experienced return of unspecified symptoms. Two weeks ago, it was determined that the pump pocket was filled with fluid. The pt was at home. The patient stated a pump or catheter replacement was planned for mid-june 2008; the case was postponed due to an unspecified patient infection. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.